Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing. Due to this an inappropriate anti-tachy response (atr) was inappropriately recorded. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.